Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and diabetic ketoacidosis. Blood glucose level at the time of the incident was 28 mmol/l. The customer treated with the insulin pump. Customer was not using auto mode. Troubleshooting for high blood glucose was declined. The insulin pump will not be returned for analysis.